Manufacturer narrative:
It was reported that a straight plate 4.5mm 10-hole broke after 4 months. It is not known if a hardware removal took place. The DHR shows no deviation. Device will not be available for evaluation.

Event description:
It was reported that a straight plate 4.5mm broke 4 months post-op and an orif with hardware removal was performed at an unknown date.